Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-mar-2019. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a 40-year-old female patient who had essure (batch no. 98000625) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), migraine ("migraines"), arthralgia ("paroxysmal migratory joint pain (shoulders, hip)"), memory impairment ("memory disturbances"), affect lability ("emotional lability"), mood altered ("mood disorders (cycles)") and pelvic discomfort ("pelvic heaviness"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache, migraine, arthralgia, memory impairment, affect lability, mood altered and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for affect lability, arthralgia, headache, medical device removal, memory impairment, migraine, mood altered and pelvic discomfort with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: the case will be deleted from bayer pv database. Nullification reason: according to the health authorities, this case 2019-057855 was found to be the duplicate of the case (B)(4). Therefore, all relevant information from this case has been transferred to (B)(4). This case should be deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 98000625) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), migraine ("migraines"), arthralgia ("paroxysmal migratory joint pain (shoulders, hip)"), memory impairment ("memory disturbances"), affect lability ("emotional lability"), affective disorder ("mood disorders (cycles)") and pelvic discomfort ("pelvic heaviness"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache, migraine, arthralgia, memory impairment, affect lability, affective disorder and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for affect lability, affective disorder, arthralgia, headache, medical device removal, memory impairment, migraine and pelvic discomfort with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.